Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. It was noted that the liners show signs of minor damage which likely occurred during attempted implantation and removal of the liner. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: p/n unknown shell l/n unknown shell. The investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02756, 0001825034-2017-02766.

Event description:
It was reported that during surgery the surgeon struggled placing the appropriate liner after implanting the cup. The surgeon attempted to place 2 more liners without success. The surgery was delayed by 35 minutes. Attempts have been made and additional information on the reported event is unavailable.